Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had audio anomaly. Customer's blood glucose level was 92 mg/dl. Customer successfully performed self test and displacement test. Customer states that the insulin pump had rattling noise when vibrating. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No moisture or damage or unlocked lcd keypad connector during visual inspection noted. Device passed self test and displacement test. Device audio or beep or vibrate properly and no anomaly noted during testing. Device had cracked case at display window corners.